Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Low resistance/impedance occurred. 1 patient alert out of tolerance subthreshold lead impedance occurred on (B)(6) 2011. Daily high voltage lead impedance trend data shows an abrupt decrease for defib active can on impedance and superior vena cava (svc) defib 54 to 2 ohms minimum between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Low resistance/impedance occurred. 1 patient alert out of tolerance subthreshold lead impedance occurred on (B)(6) 2011. Daily high voltage lead impedance trend data shows an abrupt decrease for defib active can on impedance and superior vena cava (svc) defib 54 to 2 ohms minimum between (B)(6) 2011. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. Several conductors had blood/body fluid (not obstructed) with the inner tubing kinked/buckled. The outer insulation was torn with cosmetic depression and outer tubing overlay breached cut. The helix/lob was distorted/bent with blood in/on helix/lobe mechanism (sleeve head) and blood in/on helix/lobe mechanism. There was tip seal observation and apparent explant damage.

Event description:
It was reported that the lead had low high voltage impedance. The superior vena cava portion of the lead was turned off. Subsequently the patient presented to the emergency room after hearing the lead integrity alert. There was t-wave oversensing with the t-waves larger than the r-waves. It was further reported that the patient had twiddlers syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.